Event description:
It was reported that the pt underwent a sling procedure on 03/2005. One day post operatively, the pt complained of abdominal pain. A CT scan was performed and a perforation of the intestinal tract was noted. The next day the pt was brought back to the operating room, the sling was removed, and the section of the intestinal tract which was perforated was repaired. The pt was discharged from the hospital but remains incontinent.